Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following information obtained from the investigation, the reported event may have been caused by a lamp failure. The reported event was reproduced during device evaluation, and olympus korea co., ltd. (Okr) determined that the cause was deterioration of the lamp due to long-term use of the lamp (496 hours). There was no abnormality in the manufacturing record of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, (B)(4) determined that the reported event was caused by aging due to the use of the lamp for 496 hours.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to (B)(4) because the device made a clicking noise when the examination light was turned on while preparing for use. (B)(4) inspected the device and found that when the lamp button was pressed, the device made a clicking noise with the standby status indicator lit up, and then the standby status indicator flashed and disappeared. And the examination light did not light and the emergency lamp indicator lit up. There was no report of patient injury associated with the event.